Event description:
Procedure: pediatric-urological (B)(4) was opened to capture the instance of multiple complaints under ftr (B)(4) and will be updated should more information become available. The description for ftr (B)(4) is as follows: according to the reporter: surgeon mentioned that after making the switch from ethicon to covidien, he has received more calls regarding suture granulomas along incisions and has actually cut out more suture than the incision has spit out. He said he has not changed his suturing techniques between the ethicon and covidien product. He said this raises the question of wound healing in his mind and wonders what is going on at the actual internal repair. With any suture, it's a happy balance between wound healing and the body noting that a foreign body is present. In his experience, it appears that with the covidien product, the body is recognizing this as a foreign body, more than with the ethicon product, raising the question of proper wound healing. The current status of the patient is unknown, there was a report of no injury to the patient. Another suture was applied to complete the surgeries. Additional information has been requested of the account but no response has yet been received.

Manufacturer narrative:
(B)(4).